Event description:
Routine complaint investigation where customer cites alleged high readings on the meter when compared to another sensor utilized by a hospital where customer rec'd care for a hypoglycemic episode. There was no info provided regarding time frames, technique, type of laboratory comparison or meter calibration info.